Event description:
A customer contacted beckman coulter inc (bec) and stated that approximately 1ml of blood leaked (specimen tube contents) out of the patient tubes after piercing in primary mode on the coulter lh 780 hematology analyzer. The leak was contained within the unit. The operator was wearing appropriate personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. The operator did not seek medical attention. The customer did not review the material safety data sheet (msds). There was no reported impact to patient results. No death, injury or change to patient treatment is attributed to this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) cleaned the rockerbed belt drive mechanism and verified the instrument operations. The fse did not observe the tube and could not provide details about the leaking tube. The failure mode for the tube leaking is unknown. (B)(4).